Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on the date of the call the patient had an ultrasound. The patient turned stimulation off beforehand, however he did not bring the actual controller with him to his appointment. The patient reported that when the ultrasound started, it turned the stimulation on. The patient reported it was not too high. When the patient got home, he turned stimulation off and then back on. He was able to adjust; however, he no longer had the cycling feature working. The patient met with the manufacturer representative (rep) how reprogrammed the cycling and it was working again. No patient symptoms were reported. No further complications were reported/anticipated.